Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for a follow-up. The pulse generator exhibited backup vvi mode. The patient had been undergoing radiation therapy. After software download, normal device function resumed.